Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a bilateral case of mid-peripheral flattening in the corneal topography observed at six months post lasik procedure. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. The system history shows that the laser was verified successfully prior and after the assumed day of treatment. Post operative topographies received; however, were inconclusive. Pre operative topographies requested for comparison, but not received, therefore, no review of patient data can be performed. With the information provided the root cause could not be identified conclusively. (B)(4).